Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the hd settings did not resolve the patient's lack of pain relief. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was not getting enough pain relief and that they wanted better coverage in their hip and lower back. The rep planned to meet with the patient for reprogramming. No further complications were reported. Additional information was received from the patient via a manufacturer¿s representative (rep). The rep reported that the patient wasn¿t getting sufficient pain relief and would like to meet and have the device readjusted. The rep reported that they were scheduled to meet the patient on (B)(6) 2019. No further complications were reported. Additional information received from the rep reported that they updated hd groups to see if any of the new choices would give the patient relief. It was noted that impedances on electrodes 4-7 and 12-15 were orange. No further complications were reported.